Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 697 mg/dl. Customer had symptoms of high blood glucose; customer had vomiting, frequent urination and chest pain. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. Caller declined troubleshooting for high blood glucose due to knowing reason for high blood glucose. Caller reported that customer received excessive no delivery alarms due to using the incorrect cannula size. When customer used the 6mm cannula size, customer never received a no delivery alarm, but no delivery was received with the 8mm cannula size.